Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at unspecified rated burst pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.